Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device turning on and off on its own was duplicated. Based on the investigation details, the likely cause was due to corrosion. The motor and press plug were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the hand piece would turn on and off on its own during setup prior to the start of a procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.